Event description:
A pilot wire bound with a baseplate centering guide during a (B)(6) lab held at the (B)(6). The event was not witnesses directly by stryker representatives, but the resulting instruments were returned in the unusable state. The pilot wire was broken and discarded upon removal from the guide. It was reported that surgeons were inexperienced with the reunion system and not familiar with the insertion of the pilot wire into the guide at a 10 degree inferior tilt.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown pilot wire. Should additional information become available, it will be provided in the supplemental report upon completion of the investigation. Device discarded.

Manufacturer narrative:
Reported event: an event regarding difficulty assembling an rsa baseplate centering guide with a pilot wire was reported. The event was confirmed. Method & results: -device evaluation and results: not performed as the device was not returned. -medical records received and evaluation: not performed as there was no patient involvement. -device history review: not performed as the lot ID is unknown. -complaint history review: not performed as the lot ID is unknown. Conclusions: the reported event was confirmed as the debris found in the associated baseplate guide shaft are consistent with the 316 series stainless steel of the pilot wire. It was noted that the surgeon may not have assembled the device correctly as it was reported they were inexperienced and not familiar with inserting the guide at a 10 degree inferior tilt. The exact cause of the event could not be determined as the pilot wire was not returned for investigation.

Event description:
A pilot wire bound with a baseplate centering guide during a cadaver lab held at the (B)(6). The event was not witnesses directly by stryker representatives, but the resulting instruments were returned in the unusable state. The pilot wire was broken and discarded upon remoal from the guide. It was reported that surgeons were inexperienced with the reunion system and not familiar with the insertion of the pilot wire into the guide at a 10 degree inferior tilt.